Event description:
Multiple reports to insurance company of broken/defective freestyle libre devices that do not adhere to skin and/or fall off. Patient requesting quantities in excess of what is typically approved. FDA safety report ID# (B)(4).